Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a review of the black box showed several ¿loss of prime¿ warnings and ¿no cartridge detected¿ alarms. The returned battery cap and cartridge cap were used to complete investigation. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump was found to be performing within required specifications; the complaint of loss of prime could not be duplicated on investigation. Unrelated to the complaint, investigation revealed a broken solder joint resulting in intermittent condition to the force sensor flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.